Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at lcd window corners. Unit received with broken belt clip slot.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 7.5 mmol/l. Troubleshooting was performed. The device was returned for analysis.